Event description:
It was reported that the patient experienced hyperglycemia and observed that the cartridge appeared to be cracked, causing insulin to leak into the pump chamber. The agent informed the patient that the pump is water-resistant and that insulin in the chamber should not cause harm. The patient replaced the cartridge and was advised to call back if further issues occurred. Follow-up contact confirmed that the patient¿s blood glucose was trending down. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.